Manufacturer narrative:
Additional information d9, g3, g6, h2, h3, h6. One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an af ablation procedure, an air leak was noted. After inserting the volt balloon through the agilis 13f hemostatic valve, the physician aspirated the agilis before advancing the balloon into the left atrium. Instead of blood, air was pulled. During device prep, no issues were noted. The device was replaced and the procedure continued with no adverse consequences to the patient.